Manufacturer narrative:
.

Event description:
A report was received that the patient¿s ipg had flipped sideways. The patient was not able to charge. The patient underwent pocket revision. The patient was doing well post operatively.